Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified. The health care professional followed-up and stated that the originally reported event of vertical break through could not be confirmed in the patient's follow-up visit. Therefore, this case is coded with "inconclusive - no problem found". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vertical gas breakthrough in the patient's left eye, during lasik surgery. There are two related reports for this event. This report addresses the unknown patient initial's, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).